Event description:
It was reported that during a ptca/stent procedure, the guide wire was noted to be bent, but continued to be used (contrary to IFU). Guide wire tip separation was noted, while making the last contrast injection. No medical intervention was attempted. Reportedly, the guide wire tip remains in the pt.